Event description:
The device was returned for investigation. Investigation revealed that the battery cap was damaged. This report is made based on results of investigation completed on 12/10/2013.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: visual inspection revealed that the battery cap threads were stripped. Testing confirmed that the yellow o-ring was visible and the battery cap would not secure properly to the test pump. The battery cap contact height was found to be above specifications; the battery cap contact width was within specification. (B)(6).